Manufacturer narrative:
The subject product was received for evaluation. Visual evaluation found the battery pack was within the handle and the latch was noted to be broken off. The battery pack was firmly within the device. The spike cap and lock pin were still inserted in the device, indicating the device had not been set up for use. No information was provided regarding the condition of the device when it was received by the user and the original packaging was not returned with the product. It is possible the damage to the device occurred due to shipping and handling; however, this cannot be determined at this time. A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to specification.

Event description:
It was reported that the latch of the battery cap compartment is broken off of the simpulse solo suction irrigator. There was no reported patient involvement and the device was not used on the patient.